Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a slow decline of pain relief over time. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively and the patient was expected to fully recover. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072677. Product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072044. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076692. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076775. Product family: scs-linear leads upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076691. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076825.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during a data log analysis and visual and functional testing. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and are known risks associated with use of the scs device, as documented in the instructions for use (IFU). Exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial:(B)(6). Batch: 7072677. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(6). Batch: 7072044. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(6). Batch: 7076692. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(6). Batch: 7076692. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(6). Batch: 7076691. Product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(6). Batch: 7076825.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a slow decline of pain relief over time. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively and the patient was expected to fully recover. The explanted leads will not be returned as they were discarded by the medical facility.